Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading issue with the adc device. The customer reported a sensor reading of 345 mg/dl, which was higher than reader's built-in meter result of 183 mg/dl. The customer self-treated with an unspecified dose of insulin, and subsequently experienced hypoglycemia. The customer required treatment of oral glucose and other unspecified medication by third-party. There was no report of death or permanent injury associated with this event. Customer additionally reported comparison of 113 mg/dl from sensor against 214 mg/dl built-in meter. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.